Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (2 mg/ml at 0.5 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the pump flipped. It was unknown what led to the event. Swelling was noted at the site by the physician. The physician was unable to access the refill port and was unable to read the pump for a refill. The pocket was opened, the pump was flipped, refilled and a pouch was added. The issue was resolved at the time of this report. The patient status at the time of this report was 'alive - no injury.' Follow-up was being conducted to obtain when the event occurred. If additional information is received, a follow-up report will be sent.